Event description:
Same case as manufacturer's reported # 6000089-2006-00498, 6000089-2006-501, 6000089-2006-00499. During a very difficult ptca / stenting treatment procedure, three viva balloons ruptured and another viva balloon was difficult to remove. (The number of atms reached during inflation of each balloon is unk.) The lesion being treated was located in the right coronary artery (rca). The physician used a viva 1.5 mm balloon and a viva 2.5 mm balloon for predilatation of the lesion. An unspecified type of stent was placed at the lesion site, and post-dilatation was performed with two sprinter balloons and two nc viva balloons. Apparantly, the first five balloons ruptured. The last nc viva balloon was inflated to 20 atms during post-dilatation of the stent, but the stent was not optimally deployed. When attempting to remove the nc viva balloon, the physician was unsuccessful. He slowly reinflated and deflated the balloon without successful removal. The balloon detached from the shaft, but distal blood flow remained sufficient. Three days later, the pt suffered an infarct and open heart surgery was performed. The pt's status is stable with almost complete return to baseline.